Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaints were unable to be confirmed due to the unavailable of medical record or imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Transcatheter valve replacement in native mitral annulus using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant, which caused occlusion of the lvot. This lvot occlusion required additional intervention in the aortic valve position. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per complaint description, ''after implantation, it was noted that new implanted mitral valve occluded the lvot leading to an increase of gradients (100 mmhg). Therefore, a tash and postdilatation of the aortic valve were performed by transfemoral approach but did not work. It was decided to perform an aortic valve in valve procedure by transfemoral approach. A second 23mm sapien 3 ultra was implanted and the patient reestablished'', and the lvot obstruction was due to interaction between the two valves (mitral and pre-existing aortic valve). The valve in mitral position pushed on and deformed the aortic valve''. The implanting thv in native mitral valve was off label operation. In this case, implanting thv in native mitral valve led to interaction with incident valve at aortic position, so the valve was deformed leading to further increased gradient. As such, available information suggests that procedural factors (off label operation with thv implantation at mitral position) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11974.

Event description:
As reported, it was a case of a 29 mm sapien 3 transcatheter heart valve, in native mitral position by transeptal approach. The patient has a 23mm s3 valve in aortic position implanted 6 years and 10 months ago. After implantation, it was noted that new implanted sapien 3 valve in the mitral position occluded the left ventricular outflow tract obstruction (lvot) leading to an increase of gradients of 100 mmhg. Therefore, a transcoronary ablation of septal hypertrophy (tash) and post-dilatation of the aortic valve were performed, however it was not successful. It was decided to perform a valve in valve procedure in aortic position by transfemoral approach. A second 23mm sapien 3 ultra was implanted and the patient reestablished. The patient expired post-operative day (pod) 3 due to cardiogenic shock from the hemodynamic instability and CPR during the procedure. The lvot obstruction was due to interaction between the two valves (mitral and pre-existing aortic valve). The valve in mitral position pushed and deformed the aortic valve.

Manufacturer narrative:
Complaint reference (B)(4). The investigation is ongoing. The device remains implanted.